Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that ""no readings"", ""sensor error"" or ""brief sensor issue"" occurred. The wearable was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient was not getting any cgm readings on (B)(6) 2025 (documented in (B)(4)) and (B)(6) 2025; both dates had the same scenario. The cgm reading was mostly 263 mg/dl and then after few minutes she was receiving an alert with no readings and then once the reading was back it was 67 mg/dl. At some point the patient was not receiving any cgm readings and was not made aware of hypoglycemia. While waiting for the cgm reading to go back she suddenly felt drowsy and weak and then passed out. There was no bg reading taken after passing out since normally once she got a low readings, she really tend to loose consciousness. The cgm reading was 67 mg/dl the patient assumed that the readings were correct. The ada dog also alert her for hypoglycemia. The husband treated the patient with gvoke hypopen (glucagon). There was no medical intervention. At the time of the report the patient was ok. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.